Manufacturer narrative:
Evaluation method: the patient's lifevest has not been returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the therapy electrode pads. The irritation had scabbed over and bled when the patient scratched it. The patient's physician advised the patient to remove the lifevest for as long as she needed. Follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown.